Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to fatigue. Interrogation of the pacemaker revealed that the right ventricular lead was not capturing and had high, out of range impedance. The lead had an automatic polarity switch as a result. The lead was capped and replaced, and the patient was upgraded to an implantable cardioverter defibrillator per previous indication.

Manufacturer narrative:
Additional information - b5, h6.

Event description:
Additional information - it was also reported that the lead was noted to have been fractured.